Manufacturer narrative:
Concomitant medical products: product ID: 8780, (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8780, (B)(4), ubd: (B)(6) 2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml at 150 mcg/day) via an implantable infusion pump. It was reported that during a pump replacement there was no cerebrospinal fluid (csf) flow from the catheter at the pump site. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The catheter was cut near the spinal segment and good csf flow was noted. A new proximal catheter was placed. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.